Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 10 days. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, and no further related events have been reported at this time. The heartmate 3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 patient handbook, also provide care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced drainage from her percutaneous lead (driveline) exit site. The infection was treated with a one-week course of unspecified oral antibiotics. The drainage had since improved, no cultures had been taken and the patient did not present with any other symptoms. No further information was provided. The event date has been estimated.